Manufacturer narrative:
(B)(4). Initial reporter's title is not provided / unknown. Initial reporter's email address is not provided / unknown. Additional 510k numbers are k011028 and k013227. Device not returned.

Event description:
It is indicated that the mount was stuck in the implant (tsvb8). No reported surgical intervention. No additional dental appointment required and there was no reported delay in the surgical procedure. Tooth site is # 26.

Manufacturer narrative:
No device was returned for inspection, nor was any relevant information such as device photographs or x-rays. As a result, a thorough investigation cannot be performed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.